Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) [fae/cde/other]. The following additional information was provided: these pictures are all pretty zoomed out so it¿s hard to tell. From the looks of it, it appears that the teflon pad is partly attached to the clamp arm but can¿t say for sure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the da vinci insert harmonic ace instrument, after the ultrasonic tool bit is put on the machine, the gasket fell off for a while. There is no report of fragment fell into patient. A backup same dv instrument was used for the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient information is not available. Nurses and doctors in this hospital are very experienced robot customers. Every operation is carried out according to the standard we teach. The surgeons don't know why the gasket will fall off, and the gasket will fall off when grasping the tissue less than half an hour after the computer. Follow-up robot surgery is completed by similar standby instruments. Other related materials are not damaged, and there is no collision during the customer feedback operation. Relevant photos and videos can be provided during the operation, and the complaint process has been uploaded.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace insert accessory for failure analysis investigation. The accessory was analyzed and was found to have the teflon pad missing from the clamp arm. The missing teflon pad was not returned with the accessory.

Event description:
Refer to h10/h11 for follow-up information.